Event description:
It was reported via repair work order that the footboard function was intermittent due to a pin pushed back in the connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.